Event description:
Pt is using her first dose of glatiramer today and tried to inject using the autoject2 device. I advised the pt that the two products are not compatible. The pt will miss her dose of glatiramer as it is jammed in the autoject2 device for copaxone. I then proceeded to set the pt up with getting a whisperject auto-injector.